Manufacturer narrative:
This supplemental report is being submitted to provide correction to d4 (no serial number and lot code added) and g4.

Event description:
No additional information received from customer.

Event description:
It was reported that the inner sheath had a broken ceramic tip. The issue occurred during set up. There were no reports of patients¿ harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection. Based on the results of the investigation the customer allegation was confirmed that the ceramic tip (isolation beak/insulation beak) was damaged. The insulation beak failure is mechanical component problem, but the cause of the insulation beak failure could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.